Event description:
After new installation of replacement pdm (previous not functioning and replaced), inaccurate heart rate readings continued to show. Backup hemodynamic recordings were put into place from the anesthesia monitor